Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) was prepped, inspected and inserted into a procedural sheath in normal fashion. The balloon was inflated inside the patient and pulled back as per the IFU. The tech attempted to advance the shuttle; however, it was jammed and would not deliver the sealant. At this point, the tech had to deflate the balloon and converted to manual pressure for 30 minutes or less. The product was stored as instructed per labeling. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The angle of access was verified to be between 30 and 45 degrees. There was no vessel tortuosity noted. Significant resistance was felt when shuttling down; however, excessive force was not applied. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. After failure, upon inspection, the sealant appeared to be ¿misloaded¿ and would not advance into sheath. The device is not available to return for evaluation.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) was prepped, inspected and inserted into a procedural sheath in normal fashion. The balloon was inflated inside the patient and pulled back as per the instructions for use (IFU). The tech attempted to advance the shuttle; however, it was jammed and would not deliver the sealant. At this point, the tech had to deflate the balloon and converted to manual pressure for 30 minutes or less. The product was stored as instructed per labeling. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The angle of access was verified to be between 30 and 45 degrees. There was no vessel tortuosity noted. Significant resistance was felt when shuttling down; however, excessive force was not applied. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. After failure, upon inspection, the sealant appeared to be ¿misloaded¿ and would not advance into the sheath. The product was not returned for analysis. Review of lot f1804501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Correction: the vcd was being used in conjunction with a 6f 11 cm procedural sheath introducer.